Manufacturer narrative:
Concomitant products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8598a, serial# (B)(4), implanted: (B)(6) 2011, product type catheter. (B)(4).

Event description:
It was reported that a catheter fracture occurred. It was reported ¿the catheter broke into pieces¿. The catheter was replaced, ¿catheter but they left the piece--you know the pieces from the old in there¿. The device system was used to deliver an unknown drug. No further information was available at the time of this report.